Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient; no known device problem. Evaluation results: visual inspection of the returned product found optic is cut in half. There was evidence of clear surgical residue on product. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different diopter size. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens into the patient's eye. After insertion, the surgeon decided to remove the lens and to implant a different diopter size (-4.0d). The surgeon cut the lens to remove from eye. There was no patient injury. No problem with lens. Physician's preference.